Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the locking cylinder getting "locked up" was confirmed. The locking cylinder on the left swing arm became stuck in an extended position as a result of its threaded rod end backing out of its pivot ball rod and not allowing its release button to sufficiently depress. The likely cause of the thread back-out was a failure to apply loctite to the threads, which otherwise would likely have held the two parts in place and allowed the locking cylinder to function properly. Complaint was confirmed. The underlying cause is thread back-out. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the locking cylinder getting "locked up" was confirmed. The locking cylinder on the left swing arm became stuck in an extended position as a result of its threaded rod end backing out of its pivot ball rod and not allowing its release button to sufficiently depress. The likely cause of the thread back-out was a failure to apply loctite to the threads, which otherwise would likely have held the two parts in place and allowed the locking cylinder to function properly. The tbm states the drive tire was spinning without making contact with the ground causing the chair to spin in a circle erratically .

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The tbm states, the drive tire was spinning without making contact with the ground causing the chair to spin in a circle erratically .